Event description:
In 2008 - allegation, bed has no bed functions. The following month, sum - account reported no power on bed. Bed was not able to be located and account would not return calls. Technician completing contact due to lack of response by customer. No resolution to this alleged problem.